Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this complaint was confirmed but the reported condition for broken couldn't be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 399.98 lot number: t934799 manufacturing site: (B)(6). Release to warehouse date: 29-apr-2009 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the four (4) lid monobloc flexible reamer cases and a cannulated screw instrument and implant set graphic case are caused bioburden due to damaged casing. It was unknown when the issue was discovered. There was no patient involvement. This report is for one (1) reduction forceps points ratchet 200 this is report 1 of 1 for (B)(4).

Event description:
It was reported that on an unknown date, the four (4) lid monobloc flexible reamer cases and a cannulated screw instrument and implant set graphic case are caused bioburden due to damaged casing. It was unknown when the issue was discovered. There was no patient involvement. This report is for one (1) reduction forceps points ratchet 200 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this complaint was confirmed but the reported condition for broken couldn't be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 399.98 lot number: t934799 manufacturing site: (B)(4). Release to warehouse date: 29-apr-2009 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.